Event description:
It was reported that patient underwent a left knee revision approximately one month post-implantation due to periprosthetic fracture and subsidence. The tibial tray was removed and replaced.

Manufacturer narrative:
(B)(4). D10 medical devices: femur trabecular metal cruciate retaining (cr) narrow porous catalog#: 42502206401 lot#: 66544261; articular surface medial congruent (mc) left 10 mm height catalog#: 42512100510 lot#: 66271248; all-poly patella cemented 32 mm diameter catalog#: 42540200032 lot#: 66481559. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was confirmed by review of medical records. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fracture of the medial tibial plateau and caudal subsidence of the tibial component medially. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.